Event description:
Same problems as every body else who had tmj implant. Dr implanted another co's wrist implant in tmj, 4/9/84. Implanted this co's in 1986. Both taken out in 1990. Rptr had back implants and dermal graft on both sides, 8 surgeries in all. (Also see 1005146.)